Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.

Event description:
It was reported that the device displayed a message on the (B)(4) that the patient received 2 episodes but review showed no vf or external noise. The patient presented for follow-up and lead manipulation testing was performed. No noise or anomalies was found on the stored egm. However, leadless egm shows a make break signal, indicative of lead damage. The lead remains implanted.